Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that the rings on the fusion bioline 8 mm- 80 cm supp peripheral "debond" themselves from the graft while implanting. The hospital reported no patient effects.